Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm. The customer¿s blood glucose was 180 mg/dl at the time of the incident. The customer was able to clear the alarm. The battery cap was not loose. The customer stated that the insulin pump was not dropped or bumped. The customer delivered 12 units but only received 1.9 units. The customer reported that they still got the same error. The device will be returned for analysis.